Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the device was missing segments in the peripheral capillary oxygen saturation (spo2) display. There was no reported patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).